Event description:
Olympus was informed by the director of nursing at the user facility that the customer evis exera iii xenon light source¿s front ¿panel light is flashing¿. The customer reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus service center. The service evaluation confirmed the customer¿s reported problem, no image is displayed when using a pigtail (camera head) due to a defective patient board set. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.